Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: a sample was returned for evaluation. Conclusion: this is a confirmed complaint as bd is aware of tubing leakage complaints with remediation actions being taken. No additional sample testing is required as this is a confirmed complaint. DHR review is not required. Refer to CAPA (B)(4).

Event description:
It was reported that 21 g x .75 in. Bd vacutainer® pbbcs with 12 in. Tubing and pre-attached holder had leakage from the tubing and needle connection from not being glued together well. There was no injury or medical intervention reported.